Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported events as alleged by the patient¿s attorney. The information provided alleges that the mesh "sometime after placement the device malfunctioned by, inter alia, contracting, suffering degradation, and causing an intense foreign body and inflammatory response." It is alleged that as a result of these failures the patient underwent removal of the defective device. Inflammation is identified in the adverse reaction section of the instructions-for-use as a possible complication. The sample was not returned for evaluation and medical records are not available at this time. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2005: the patient underwent surgery for repair of a right inguinal hernia. A bard/davol perfix plug, (B)(4), lot number 43god118 was implanted to repair the hernia defect. It is alleged that sometime after placement the device malfunctioned by, inter alia, contracting, suffering degradation, causing an intense foreign body and inflammatory response, and causing severe and chronic pain. (B)(6) 2016: as reported, as a result of these failures, the patient has suffered injured and required substantial medical care which has consisted of, amongst other things, removal of the defective device. As alleged, the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported events as alleged by the patient¿s attorney. The information provided alleges that the mesh "sometime after placement the device malfunctioned by, inter alia, contracting, suffering degradation, and causing an intense foreign body and inflammatory response." It is alleged that as a result of these failures the patient underwent removal of the defective device. Inflammation is identified in the adverse reaction section of the instructions-for-use as a possible complication. The sample was not returned for evaluation and medical records are not available at this time. Based on the limited information provided at this time, no conclusions can be made. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the implant date and manufacturing date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 10 years 10 months post implant of perfix plug, patient was diagnosed with pain, hernia recurrence and protrusion thereby underwent repair with removal of mesh. Per op notes, " some old mesh palpable in the right groin was excised". The instructions-for-use supplied with the device list hernia recurrence as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2005: the patient underwent surgery for repair of a right inguinal hernia. A bard/davol perfix plug, reference number (B)(4), lot number 43god118 was implanted to repair the hernia defect. It is alleged that sometime after placement the device malfunctioned by, inter alia, contracting, suffering degradation, causing an intense foreign body and inflammatory response, and causing severe and chronic pain. (B)(6) 2016: as reported, as a result of these failures, the patient has suffered injured and required substantial medical care which has consisted of, amongst other things, removal of the defective device. As alleged, the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug. Addendum per additional information provided: (B)(6) 2005 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with the implant of perfix plug (device #1). Per operative notes, ¿there was a large direct hernia. The hernia was dissected out and reduced. A perfix plug (device #1) was placed and sewn on the pubic tubercle, poupart ligament, internal oblique fascia, wrapped around the cord structures and sutured.¿ (B)(6) 2016 - patient was diagnosed with recurrent right inguinal hernia and pain thereby underwent laparoscopic repair with the implant of 3dmax (device #2) and explant of protruding perfix plug (device #1). Per operative notes, ¿the direct defect was identified. There was a recurrent right inguinal hernia. The old perfix plug (device #1) was excised. A large right 3dmax mesh (device #2) was placed into the preperitoneal space and tacked the pubic tubercle cooper¿s ligament to the iliofemoral vessels and the transversalis fascia to the level of the anterior superior iliac spine. Some old mesh palpable in the right groin was excised.¿ attorney alleges that the patient had abscess, mesh migration, mesh shrinkage, pain, hernia recurrence and emotional injuries.